Event description:
Invacare electric portable pt lift (in solid mesh sling). Transferring resident into wheelchair from electric lift. The bottom lt side of lift pad loop came off as resident was being transferred, causing resident to slide to floor.